Event description:
On (B)(6) 2014, the lay user/patient in (b)64) contacted lifescan to report the one touch vita enhanced meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, at 7:30 am the patient obtained the blood glucose reading of 180 mg/dl on the reported meter, which he claimed was inaccurately high. Based on this reading, at 7:40 am the patient took 10.0 units insulin (type unspecified) according to his sliding scale. Three hours afterwards the patient experienced the symptoms of shaking, rapid heartbeat and restlessness. While symptomatic, the patient tested his blood glucose level to be 42 mg/dl. The patient administered self-treatment by consuming glucose tablets, and felt better afterwards; he did not seek any medical attention. The patient manages his diabetes with unspecified insulin taken on a sliding scale, and tests his blood glucose level four times per day. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (02/27/2014). The patient¿s meter and test strips have been returned on 2/18/2014 and 2/5/2014, respectively, and evaluated by lifescan product analysis on 2/24/2014 and 2/17/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. In addition, the test strips were found to have shorter top tape, leading to larger amounts of target area and electrodes showing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.